Manufacturer narrative:
The investigation is ongoing, results will be reported in a f/u report.

Event description:
It was reported that while moving the surgical light sola 700, the light head suddenly fell down. The light head could be catched by the nurse. No injury was reported.